Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal surgery, after articulating, re-load was unable to go back to neutral position. Surgeon used another reload to resolve the issue. No patient injury.